Event description:
It was reported the patient's pacemaker exhibited backup vvi operation. Upon interrogation, patient's system functioned as intended. No patient symptoms were reported, and no further information was available.

Manufacturer narrative:
(B)(4).